Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient had an elliptical native aortic valve with severe annular and left ventricular outflow tract (lvot) calcification. The patient¿s annulus measured 20.8mm x 30.1mm with 65 degree annular angulation. Pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm balloon. After the valve was implanted, bav was performed using a 22mm balloon. Following the valve implant, the patient experienced a stroke. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the nosecone over-captured by the capsule. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with an infold. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The handle and tip-retrieval mechanism were intact. The device was returned with the end cap/screw gear snap fit connected. Slight delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. There was damage observed on the threading of the screw gear. Upon attempting to load the capsule guide tube over the device capsule, it was found that the capsule tip had become flared due to being advanced over the nosecone and was unable to allow the capsule guide tube to pass over, resulting in a valve being unable to be loaded. The reported event for positioning difficulties could not be confirmed in the analysis. Conclusion: procedural images were provided, and an image review was completed. The reported calcified anatomy can be seen in the images. No valve load inspection imaging was provided. An image of a valve at 80% deployment was provided, which shows the reported infold. Another image of a deployed valve was provided, but the inflow portion of the valve cannot be adequately visualized. The reported event for positioning difficulties could not be seen in the images provided. The subject dcs was returned to medtronic for analysis. The device was received with the nosecone over-captured by the capsule. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with an infold. This is consistent with the reported infold observed on the second deployment attempt. Slight delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or after a misload has occurred. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Upon attempting to load the capsule guide tube over the device capsule, it was found that the capsule tip had become flared due to being advanced over the nosecone and was unable to allow the capsule guide tube to pass over, resulting in a valve being unable to be loaded. The reported event for positioning difficulties could not be confirmed in the analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that the patient had an elliptical native aortic valve with severe annular and left ventricular outflow tract calcification, however a conclusive cause of the positioning difficulties cannot be determined from the limited information available. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4)// product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 17-feb-2023, UDI#: (B)(4)// product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 17-feb-2023, UDI#: (B)(4). Additional information was received which indicated the patient¿s anatomy included calcium pieces ¿spiked¿ into the right coronary cusp (rcc), non-coronary cusp (ncc), and the left ventricular outflow tract (lvot). A fluoroscopy load check of the first attempted valve indicated there was overlapping of the valve crowns to the third node. The system was used and the first attempted valve deployment resulted in too high of a position and the valve was recaptured. With the second deployment attempt, an infold of the valve was observed. The valve was recaptured and the system was removed from the patient. A different valve was loaded on a new delivery catheter system (dcs). A fluoroscopy load check of this second valve indicated there was also overlapping of the valve crowns to the third node. On the first deployment of this valve, the position was too high and the valve was recaptured. A valve infold was identified on the second deployment attempt of this valve. However, the valve was implanted and the previous reported post balloon aortic val vuloplasty (bav) was performed to address the infold. This post-bav resolved the infold of this implanted valve. Per the physician, the two valve infoldings occurred as result of the native calcified valve. The final implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was about 3 millimeter (mm). The gradient at the end of the procedure was 0 millimeters of mercury (mmhg). The stroke occurred on the day of the valve implant. Aphasia and a paretic left arm presented. Per the physician, difficult anatomy including the calcified native valve spikes pointing into the sinuses, the recaptures, and balloon aortic valvuloplasty (bav) had contributed to the stroke. Of note, the patient did have a history of two previous strokes. The aphasia and paretic arm were not resolved at the time the patient was discharged home. No additional adverse patient effects were reported. Analysis: the attempted valve and two delivery catheter systems (dcs) were not returned. Therefore no analysis could be performed. Updated data: b2, d11, h6 patient annex e, device, method, annex f and annex g codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information pertains to the investigations for the valve and the second delivery catheter system (dcs) used during the procedure. Conclusion: the device history records for the valve and delivery catheter system (dcs) were reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm balloon and the load was confirmed visually, tactilely, and via fluoroscopy. An overlap was noted up to the third node, which would be considered an acceptable load. Per the physician, infolding occurred as a result of the native calcified valve. The image review confirmed the calcified anatomy, which was a likely contributing cause for the infolding. Stroke is a known potential adverse effect per the device instructions for use (IFU), with a variety of factors that can influence its onset. Per the physician, difficult anatomy including the calcified native valve spikes pointing into the sinuses, the recaptures, and balloon aortic valvuloplasty (bav) had contributed to the stroke. Of note, the patient did have a history of two previous strokes. Per the device IFU, a non-compliant balloon of 24mm size maximum can be used on a 29mm evolut pro+ valve at an inflation pressure of no greater than 2 atm. The balloon and inflation pressure used for the post-implant bav met this criteria. With the limited information available, a conclusive root cause of the stroke could not be determined but the calcified anatomy may have been a contributing cause. No treatment was reported for the stroke. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available, a conclusive root cause of the thrombi cannot be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis (rpa) lab loaded inside the delivery system. An infold was noted as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in cloudy 0.2% glutaraldehyde solution. All leaflets appeared dehydrated, stiff yet marginally pliable. The tissue exhibited signs of severe creases and imprints. Tissue conditions appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the delivery system, for an unknown duration of time. As received, all leaflets appeared to be in a partially closed position with a large gap between all leaflets. All commissures were dehydrated; appeared intact. The valve was discolored showing evidence of blood contact. The valve frame was received in a partially crimped state. The valve was submerged in a warm saline bath; valve maintained a compressed condition. Due to the dehydrated received condition of the valve, a deployment simulation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.